Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displaced essure per kidney, ureter, and bladder (kub) study and essure seen') in an adult female patient who had essure inserted. The patient's medical history included pap smear abnormal, menstrual flow excessive, menometrorrhagia, menopausal symptoms, uterine mass, atrophic vaginitis, perimenopause, stress incontinence, fibroids, pelvic pain, vaginal odour, pelvic mass, human papilloma virus infection and fibroids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on (B)(6) 2020: diagnosis 1 pelvic lump diagnosis 2 uterine mass. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displaced essure per kidney, ureter, and bladder (kub) study and essure seen') in an adult female patient who had essure inserted. The patient's medical history included pap smear abnormal, menstrual flow excessive, menometrorrhagia, menopausal symptoms, uterine mass, atrophic vaginitis, perimenopause, stress incontinence, fibroids, pelvic pain, vaginal odour, pelvic mass, human papilloma virus infection and fibroids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2020: diagnosis 1 pelvic lump diagnosis 2 uterine mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.